Event description:
The haptic of the lens was found bent upon receipt.

Manufacturer narrative:
Results: the lens was received in a opened box missing pouch. The visual examination found one of the haptics was bent.